Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge error message with multiple cartridges on multiple occasions. Customer had elevated blood glucose (bg) levels (540 mg/dl) in the past due to the reported issue. Customer delivered a manual injection to stabilize bg levels. It was indicated that the customer has back up manual injections for continued insulin therapy.